Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had reduced angulation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the plastic distal end cover has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending section cover rubber had a scratch and discoloration, the adhesive on the bending section cover rubber had a chip and a crack, the adhesive on the bending section cover rubber had a white-clouded area, the adhesive around the objective lens had a scratch, the plastic distal end cover had a dent, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the paint on the suction cylinder was peeled, switches 1 and 2 had a scratch, due to damage switch 4 did not work, the connecting tube had a scratch, the control unit had discoloration, the suction cylinder was shaved, and the universal cord had a scratch. The customer cleaned, disinfected, and sterilized the device. The customer wiped/brushed the air/water nozzle with a lint free cloth, brush or sponge with no reported delays and no reported abnormalities were observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.